Event description:
Complainant alleged that the staff was attempting to cardiovert a 50 yr old female pt in supraventricular tachycardia. The staff attempted three cardioversions. They attempted to deliver the first shock at 50 joules, the second shock at 100 joules, and the third shock at 200 joules. The complainant alleged that on each of the three cardioversion attempts the device delivered only 2 joules of energy. The staff then charged the device to 360 joules, and the device delivered a 360 joule shock to the pt. At this point the pt's heart was successfully cardioverted. The complainant indicated that the pt received a burn to the sternum from the shock. The burn was treated with silvadene. The pt had no lasting ill effects from the injury.